Manufacturer narrative:
The device was returned, and the evaluation found the acoustic lens surface of the distal end probe had been partially torn during customer reprocessing. An initial leak check was completed prior to investigation, and the device was not leaking. Additionally, the evaluation revealed the following findings: angle side cover and switch head were worn; chemical damage to light guide tube; and ultrasound image echo signal missing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope rubber at the distal end had fallen off. The unspecified procedure was completed with the device. There were no infections mentioned and no clinical impact. The issue was noted during reprocessing of the device. The customer noticed that the rubber was hanging on during cleaning after a manual wash, to which, when inspected further, it fell off afterwards. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation and loaner device was provided to the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of why the ultrasound probe is damaged and the topcoat rubber is peeled and missing could not be identified. The following information is stated in the instructions for use (IFU): instructions evis lucera ultrasonic bronchofibervideoscope olympus bf type uc260fw important information ¿ please read before use ¿"do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result". Olympus will continue to monitor field performance for this device.